Manufacturer narrative:
Returned for evaluation was an evlt/pvak fiber lodged into the needle. A visual evaluation of the disposable device noted 3cm of the fiber tip was broken off the fiber shaft,. The fiber break points were noted with damage to the buffer layer and noted stretching. The customers reported complaint of a fiber was cracked has been confirmed. Per the manufacturing engineer's analysis, the root cause for the fiber fracture was due to the end user attempting to pass the fiber through the venous access needle. At the vendor facility, manufacturing and inspections procedures include a 100% inspection of the entire fiber, including the quality of each strip. Each unit is also repeatedly bent and coiled during the processing and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging and shipment. During the hene laser test the fiber tip is examined closely for damage. During the packaging step, the fibers are inspected for damage. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with the reported catalog number, contains the following statement "place the patient in reverse trendelenburg position. Under ultrasound guidance and with local anesthesia, use the 21g percutaneous needle to gain access to the vein. Advance the 0.018" guidewire through the needle into the vein. Stop advancement when the guidewire passes into the deep system or just distal to where laser treatment should begin. Remove the percutaneous access needle. Advance the sheath/dilator (introducer) over the guidewire (a small skin incision can be made to ease passing of the sheath dilator). Under ultrasound guidance advance the sheath/dilator (introducer) to at least 2 cm away from the deep vein and adjacent nerves or arteries. Remove the guidewire. Remove the dilator and confirm that blood is coming out of the sheath (a small syringe with gentle suction can also be used to draw blood to confirm that the sheath is in the vein). Confirm position with ultrasound. Insert the micro-fiber into the 4f sheath and advance until the compression clamp engages with the luer hub on the sheath. In this configuration the tip of the optical fiber is coincident with the tip of the sheath". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
During preparation for the procedure, when the laser fiber was removed from the sterile packaging, it was noted the fiber was fractured. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. The disposable device has been returned to the manufacturer for a device evaluation.